Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported last night he was recharging the ins battery and it just quit charging - an error message displayed "software problem. Intellis - 3.6 - 58 - qf_new " pt stated he was connected for about 20 minutes before the message appeared. Pt reset the controller and verified he is able to connect to the ins and is recharging with excellent charge quality. The controller is 90% and the ins is depleted. Pss suggested pt charge the ins complete. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. Pt called from registered number and mentioned they called pats about 3 weeks ago for the software problem issue, but the code had appeared 3 more times after the call. Pt said they scheduled an appointment with the medtronic rep and spoke to their rep today via phone. The rep told the pt the issue may be with their external equipment and to call in to troubleshoot. Pt said their ins used to charge from 40-100% in 35-40 minutes and now, the pt said the charging of the ins took 1.5-2 hours. Pt said the rtm relay box and paddle also got hot and the battery in their back was heating up (pt thought paddle may have been causing battery to heat up). Pt said they got "call medtronic" messages and were resetting the controller to get rid of messages. Pt checked rtm prongs and prongs looked good. An email was sent to the repair department to replace the rtm.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). B3: event date is date valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.